Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had chronic atrial fibrillation and was having multiple mode switches due to cross chamber blanking. The patient expressed not feeling well with intermittent atrial arrhythmia tracking. After analyzing an atrial tachy response event it was found that the atrial beat was blanked at the noise window of the cross-chamber blanking period. Programming recommendations were delivered around sensing for this pacemaker. The pacemaker remains in service at this time. No additional adverse patient effects were reported.